Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) alarm on the homechoice during use. The nurse reported that the home patient (hp) often disconnects himself to use bathroom and forgot to press stop before disconnecting. The nurse reported that the hp reconnected. Proper procedures per the user manual were reviewed with the caller. The technical service representative had nurse cycle power and disconnect the hp. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Product manufacturing information is unknown at this time. If additional information becomes available, then a follow up MDR will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The batch review was not performed because the lot number is unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4). The root cause of the reported alarm is undetermined. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter (B)(4).